Manufacturer narrative:
Date of event: exact date unknown, event occurred years from the date the manufacturer became aware of the event. Explant date: explanted years ago. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2316-50, serial: (B)(4), batch: 17437566.

Event description:
It was reported that the patients ipg was non-functional. All device components were explanted and discarded. No further information has been obtained.